Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus, as well as a motor position encoder error. The customer's blood glucose was 212 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor gear box jammed. Unable to down load to carelink and unable to verify e70 alarm due to constant motor error alarm. The insulin pump has multiple a47 alarms in alarm history screen due to corrupted history file. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.